Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure was a bent latch and the electrode belt was unable to securely connect to a monitor. The root cause for the bent latch was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt connector latch does not secure with monitor.